Event description:
Information was received indicating that a patient was admitted to the hospital with a smiths medical portex® sacett¿ suction above cuff endotracheal tube. The following day the was extubated and re-intubated. It was reported that the cuff was deflated but upon removing the tube, resistance was met. Upon visualization, the cuff was still inflated despite deflation with a manometer. The tube was eventually removed from the patient and reintubated. There were no reported adverse patient effects.